Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case MDR ID # 2134265-2013-00479, 2134265-2013-00480. It was reported that during percutaneous coronary intervention (pci) diagnosis procedure, during the preparation, the automatic pullback of the ilab motordrive did not work when used with coronary catheter and bsc sled. No patient complications were reported and the patient status is stable.